Event description:
It was reported that a patient was observed with high impedance. Per the physician the first lead impedance was noticed 3rd of january 2024. Second time march 1st and the third time june 5th june. Additionally it was noted that when the magnet was swiped, the patient became very unwell, this occurred when high impedance was first observed. The output was set to zero, the staples were removed and the wound was redressed. Currently the cause of the high impedance is unknown and are unsure if pin insertion is an issue. Multiple attempts have been made to make plans for a revision surgery with no success to date. X-rays were performed and were reported to be normal. The patient has been referred to the epilepsy surgical team for potential revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.